Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer reported there was a motor vehicle accident on (B)(6) 2013. She went to the hospital and "I was shaking from the inside out." The patient stated " I was in horrible pain and I felt like I was in labor." The health care provider (hcp) "got me up with pain medication they didn't know what to do." She stated "nobody around here knows what to do with them even the doctor that implanted it." If additional information is received, a supplemental report will be submitted.